Manufacturer narrative:
A siemens field engineer was dispatched. A pump malfunction was detected during trouble-shooting. Once the pump was replaced, the device performed as intended. For medical device reporting purposes this event is considered closed.

Event description:
A customer reported an advia centaur troponin ultra result of 0.93 ng/ml. A repeat draw resulted in a <0.01 ng/ml. The patient was hospitalized and treated for an acute myocardial infarction (ami); cardiac catheterization was performed as a result of the 0.93 ng/ml value.